Event description:
Haemonetics received a complaint on (B)(6) 2012 for a report of "filter bursted at the last return (no kink in tubing)." No donor or operator injury was reported. The system has built in safety faults to alert the operator that the pressure at the dpm is being exceeded. There would also be alerts as to check for kinks in the line. There are several operator errors that to occur for the result of burst filter to occur. The result of these issues not being checked by the operator is the splatter of blood products. If this were to recur, the potential for serious injury due to the splatter on persons in the area is possible.

Manufacturer narrative:
The actual device has not been evaluated. The customer sent pictures of the filter, which was confirmed to be burst open with splattered blood. The root cause cannot be determined without being able to evaluate the device and the disposable kit. Haemonetics (B)(4).